Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Report 1 of 5 for (B)(4). It was reported that during a meniscal repair surgery, it was observed that after first firing with the omnispan meniscal repair 27deg device, two plates were deployed at the same time. It was reported that the device was changed to another three to continue the surgery and the same problem happened again. According to the reporter, the meniscal gun was stuck and would not release after the fourth firing. Another meniscal gun and needle were used to complete the surgery. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review: there was no non-conformance regarding this lot. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the needle in a usage condition, where neither of the two plates were returned for evaluation. Additionally, the plastic sleeve was found to be deformed at the middle. However, with information provided, no observations pertaining to the nature of the reported event or any other anomaly could be identified nor verified. A functional test was unable to be performed due to the device had returned incomplete/lacking components required for appropriate testing. The overall complaint was not confirmed as the observed condition of the omnispan meniscal repair 27deg would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. However, for the deformation observed, potential cause can be traced to procedural variables, such handling of the device or product interaction during procedure. As per instructions for use, the next precautions need to be followed: 1) insert the deployment gun shaft into the open end of the needle package and into the connector end of the needle until the needle clicks onto the deployment gun. Needle should always be attached to the deployment gun with the open slot in the needle facing upward; 2) use a malleable graft retractor to protect the implants and suture from getting caught on soft tissue, including the fat pad, during insertion into the knee. Once inside the joint space, remove the malleable graft retractor. Alternatively, an arthroscopic cannula may be utilized; and 3) push down on the needle lock lever to advance the sleeve over the needle and secure it in place. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.